Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) at mckesson, the customer reported that the device ¿does not detect air in line.¿ the customer declined repair. A review of the device¿s serial number history did not identify any similar complaints. The reported failure mode could not be confirmed; therefore, the probable cause remains undetermined. CAPA- zm2023-08 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at mckesson, the customer reported that the device ¿does not detect air in line.¿ the customer declined repair. A review of the device¿s serial number history did not identify any similar complaints. The reported failure mode could not be confirmed; therefore, the probable cause remains undetermined. No patient involvement was reported.